Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. The device was returned to olympus for evaluation, and the customer's reported fault was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an e226 output error code. The issue occurred during maintenance of the device. There were no reports of patient involvement.